Event description:
I had the inspire sleep apnea device surgically installed. I woke to partial tongue and face paralyzation that lasted about 45 days. I have been told different stories about my post inspire activation sleep study ((B)(6) 2024) first from the sleep study tech and inspire rep, then from my pulmonologist whom I have not met to this day. She communicates with me via patient portal and assistants. While I was told by the physician who performed the required drug induced sleep endoscopy that I was a perfect candidate for inspire because I only have obstruction on my back, I am now being told that the inspire is not effective enough and I need to sleep on my side. I have wakened while using the inspire choking from inhaling my own saliva numerous times. No one told me it forces you to be a mouth breather and that your mouth stays dried out yet you can still breath in saliva that collects at the back of your throat. I think inspire is slanting patient sleep studies with sleep positioning of patients to show breathing improvement with the device when this might not even be the case. No significant pro pharyngeal collapse when lying laterally during drug induced sleep endoscopy.